Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
A female patient, 84 years old was implanted with a gamma 3 on (B)(6) 2014, the patient underwent a revision because the lag screw was not in the right position. During the revision surgery the same femoral head screw was implanted in another position. Clinical study no.: 31378

Manufacturer narrative:
No deviations were found during review of the manufacturing and inspection documents (DHR). The nail kit was documented as faultless prior to distribution. Because the implants are still implanted an inspection of them was not possible. Furthermore the provided x-rays show not the reported displacement of the lag screw. Further x-rays are not available. Therefore the reported event could not be confirmed. The surgeon was contacted again. The surgeon clarified that ¿according to (B)(6) the reason/root cause was loss off reduction due to complicated fracture pattern. This was not recognizable on the initial radiological evaluation and was seen as a simple fracture type.¿ due to this clarification the implants did not contribute to the reported event; the loss of reduction is user and/or patient related. Because no faults were detected in the DHR a manufacturer related issue can be excluded. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.

Event description:
A female patient, (B)(6) was implanted with a gamma 3 on (B)(6) 2014. On (B)(6) 2014, the patient underwent a revision because the lag screw was not in the right position. During the revision surgery the same femoral head screw was implanted in another position. (B)(4).